Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no unexpected numbers ramping. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 20.5 mmol/l. The customer stated that the numbers were ramping without input from the user. The insulin pump was returned for analysis.